Event description:
It was reported that during a coronary drug eluting stenting treatment procedure,stent damage occurred. The physician was placing a taxus express2.75x32mm drug eluting stent into the "internal artery mammary/diagonal artery" and felt resistance. The stent was removed from the patient and found to be damaged. The procedure was completed with another taxus stent. No patient complications were reported. The patient's status was reported to be "stable".